Event description:
The sales representative stated that he overheard an adverse event and reported it. Approximately three and a half years ago, a pt had 2 cypher stents implanted in a bifurcation; crushed technique was used. The pt recently presented to the hosp with stent thrombosis.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.